Event description:
Pt with history of scleroderma adm for myocardial infarction. Swan ganz placed for monitoring. Developed a pneumothorax & bleeding from endotracheal tube. Arrested and expired. Possibility of rupture of the pulmonary artery from swan ganz catheter. Autopsy results pending.